Event description:
It was reported that pump displayed malfunction code malf 0 with associated fault ID and that malfunction recurred after reset, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, used multiple daily injections as backup insulin therapy, and was scheduled to receive replacement pump under warranty; customer was instructed to upload logs via mobile app, place old pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid label, which customer understood and acknowledged.